Event description:
The peritoneal dialysis (pd) pt's nurse reported that the pt was hospitalized due to bowel problems, constipation, and peritonitis on (B)(6) 2012. The pt's wife alleged that the hospitalization was caused by the cycler and the cycler was not draining the pt properly. The pt's wife wanted the cycler replaced. The nurse reported that the pt did not miss any pd treatments due to the reported event.

Manufacturer narrative:
The liberty cycler was returned for eval, no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. A clinical investigation was performed. During a follow-up call, the pd nurse stated there was no reports of fluid leak from the cycler or tubing set during pd treatments prior to the reported event. The pt was also diagnosed with pneumonia. The pd nurse stated that the pt was discharged from the hospital on (B)(6) 2012 and continued therapy with in-center hemodialysis. The pt was treated with antibiotics for the pneumonia and peritonitis. Per the (B)(6) associate medical director, the events are unlikely related to the liberty cycler. There were no reports of any fluid leaks. Peritonitis probably caused by touch contamination. The constipation could have led to the drainage problems resulting in fluid overload or it could be the result of inadequate therapy or prescription failure. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding and potential adverse events received between (B)(4) 2011 to (B)(4) 2013.